Manufacturer narrative:
The product was not returned and the lot number was not reported. Medical documentation was requested but not received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing burning after using the product. Consumer reported visiting a doctor and was diagnosed with inflammation as well as being allergic to the chemical in the product. The consumer was treated with a prescribed eye drop. Consumer reported at the time of the doctor¿s visit only the right eye was affected. After the doctor¿s visit, both eyes felt itchy and scratchy so the consumer used the drops in both eyes. Consumer reported still having burning sensation and visiting the doctor again and was prescribed a second eye drop. The consumer obtained her medical certificate from the doctor but has not provided it.